Manufacturer narrative:
Sections with additional information as of 09-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Corrected sections as of 09-oct-2020: h10: most likely underlying root cause corrected from "mlc-18: user has high glucose value" to "mlc-9: user error caused or contributed to event. Mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product is giving high blood result and she have a blue line and scratches on the meter. A case was created to capture new high readings complaint.

Event description:
Consumer reported complaint for missing package item and high blood glucose test results. The customer is concerned with tests results from results obtained of 88mg/dl. The expected am fasting blood glucose test result range is below 110mg/dl. The customer did report loss of consciousness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. Customer did not go to the hospital and contacted her physician and nurse practitioner. Customer explained what happened with the meter results and her feeling of lost and confused. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is 06//08/2020. The meter memory was reviewed for previous test result history. (B)(6).